Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on her right and left hip on or about (B)(6), 2009 (date of implant was taken from invoices, not litigation). Patient has excessive levels of chromium and cobalt in her blood stream. She has not yet scheduled an explantation of the asr hip implants.

Event description:
Update: - medical records received (B)(6) 2013 for right hip. Revision operative report for right hip indicates the following: pain; continual increase in metal ions; 120 milliliters of black murky fluid; capsule and synovium were stained metal debris; corrosion. Adapter sleeve and femoral stem added to complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigaton closed.